Manufacturer narrative:
During evaluation of the treatment tip, service confirmed damage on the tip membrane along the radiofrequency trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with radiofrequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. This is most likely why a burning smell was coming from the treatment tip. According to thermage cpt system technical user¿s manual burns and blisters are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Based on the available information, patient burn was most likely caused by damage on the tip membrane along the radiofrequency trace. It was reported the patient did not experience any permanent damage or scarring.

Manufacturer narrative:
Evaluation of the system data log revealed the handpiece and system performed as expected. The treatment tip was returned and evaluated. The tip passed both flow and thermistor testing. However, the tip failed visual inspection due to a burnt trace on the surface membrane which revealed a dielectric breakdown. The tip also failed leak testing. Functional testing was not able to be performed due to the observation of the dielectric breakdown. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner¿s office reported that post thermage treatment a patient developed bilateral blisters on their cheeks. They did not require any secondary intervention and the doctor confirmed there would be no permanent damage. The highest energy level used during the treatment was a 6. At the 755th pulse, the tip membrane smelled like it was burning. The treatment tip was inspected prior to use and after every 2 pulses, no damage was noted on the tip. There were no system errors during the treatment.